Event description:
According to the initial reporter, an operating room equipped with a switchpoint infinity 2 had two monitors go blank in the middle of a case. The monitors' images reportedly returned approximately 30 minutes later. Though there was reported patient involvement, there were no reported adverse consequences as a result thereof.

Manufacturer narrative:
Though there was patient involvement, there was no information provided from the medical facility regarding the patient or device. There is no established expiration date for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. The date of manufacture could not be determined because there was no serial number available. The switchpoint infinity 2 is not a single use device. Evaluation summary: according to the initial reporter, an operating room equipped with a switchpoint infinity 2 had two monitors go blank in the middle of a case. The monitor's images reportedly reappeared approximately 30 minutes later. Though there was reported patient involvement, there were no reported adverse consequences as a result thereof. No testing or troubleshooting could be performed for this malfunction, as the customer stated that this only occurred once, and they did not want a technician to come onto the site for product evaluation. Therefore, a root cause to the problem could not be identified. Numerous documented attempts were made to gather additional information for this event but to no avail. It is unknown as to whether the two monitors involved were the only monitors in use during the time of this event. Loss of video to field monitors could potentially pose a moderate risk to patient health if were to occur during a procedure, especially for an extended period of time. The nature of the surgery and the progress of the procedure when the failure occurs are both factors to consider in determining risk to patient's health. Loss of video could lead to an open procedure depending on the circumstances in which the failure occurs. Since no further information could be obtained, the reported problem with patient involvement had the potential for patient risk although no adverse consequences to the patient's health were reported.